Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the damaged gear was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and discoloration. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4), showed significant wear to the roller gear and nicks to the cutter blades throughout. The 2:1 ratio cutter, serial number (B)(4), showed slight wear to the roller gear and nicks to the cutter blades throughout. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the side plates, roller, comb, roller gear and shoulder bolts. The 1.5:1 ratio cutter, serial number (B)(4), had the cutter gear, bushings and collars replaced and then produced a passing cut. The 2:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed non-repairable after the cutter gear, bushings and collars were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable as it is unclear which cutter was being used in the reported event. However, during the initial inspection it was noted that there was significant wear to the roller gear, galling to the roller shaft extension and the 2:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. It is unclear which cutter was being used in the reported event. However, during the initial inspection it was noted that there was significant wear to the roller gear, galling to the roller shaft extension and the 2:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh on very thin skin. No adverse events have been reported as a result of this malfunction.